Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/flush support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. Device received with cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.